Manufacturer narrative:
A product investigation was completed: our investigation of the received part shows that the instrument in question shows signs of use and the tip thread is badly worn down and has strong damages with signs of a plier; otherwise the article is in good condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the provided information it is impossible to determine the exact cause for this occurrence, but it is likely that during the operation an application error may have taken place. Also this part is not a single use instrument and is more than 7 years old, based on this it cannot be determined how many times it has been used. No product fault could be detected; no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that during surgery to remove an antegrade femoral nail on (B)(6) 2016, the extraction screw instrument could not be inserted into the nail. The surgeon reportedly checked the connection thread of the reported nail for bony in-growth and removed the findings; however, the extraction screw still could not be inserted into the nail. The surgeon decided to use a competitor's device to extract the nail and complete the procedure. There was a 30 minute surgical delay due to the reported event. There was no reported patient harm. This report is 1 of 1 for (B)(4).